Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. The handle broke during the procedure and it was noted that the pin was advanced in the capsule suction chamber. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.